Manufacturer narrative:
Based on the results of the investigation, a root cause for the detached distal end and corrosion was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the scope's distal end detached, and there was corrosion inside the lens. There was no patient involvement.